Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted. It was confirmed that all the retainer tabs were released. Upon withdrawal of the ds, the tip caught on the valve leading it to be pulled up into the ascending aorta. The valve was surgically removed, and a new surgical valve was implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 jan. 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has an aortic valve angle of 40 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4-5mm. It was confirmed that all the retainer tabs were released. Upon withdrawal of the ds, the tip caught on the valve leading it to be pulled up into the ascending aorta. The valve was surgically removed, and a new surgical valve was implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
An event of a device migration towards the aortic direction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and cine review, the cause for the reported device migration is related to catheter tip catching on the valve during delivery system removal. A surgical intervention was a result of case specific circumstances, as the device was removed and a new valve was implanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: health effect- impact code: 4641 medical device problem code: 2017